Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a power adapter. The customer reports the pumps fail to operate due to failure of the power adaptor. This problem has been experienced with new pumps and pumps that had the adaptor replaced. However, the exact quantity of defective units could not be provided. The medical engineering technician has noted that on every adaptor that has failed there has been one contact on one side (same side every time) that shows signs of arcing as indicated by discoloration of the contact. This is a two part adaptor. The contact and its corresponding socket shows discoloration.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.